Event description:
The bio-implants broke on insertion creating a 30 minute delay to the procedure. This device is used for treatment.

Manufacturer narrative:
The device is expected for evaluation but has not yet been received. A follow up report will be submitted upon completion of the investigation.